Manufacturer narrative:
(B)(4). Date of initial report: 12/20/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would not seal during a procedure. Another device of the same type was used without issue to continue the procedure.